Manufacturer narrative:
Method codes and device evaluated by MFR updated. Device evaluated by MFR: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that the catheter was broken. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During withdrawal of the device from the patient's body, it was noted that the guidezilla broke at the junction of the shaft connection in the guide catheter. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device returned for analysis. Returned product consisted of a guidezilla guide extension catheter is two pieces. The device was bloody. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar, tip damage (flattened) and a kink in the distal shaft located 14.5 cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter was broken. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During withdrawal of the device from the patient's body, it was noted that the guidezilla broke at the junction of the shaft connection in the guide catheter. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.